Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked screen and was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comment that the liquid crystal display (lcd) lens was broken. The generator passed all final quality assurance tests. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked screen and was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.